Event description:
Customer called to report that probes a and b of the unicel dxc 800 synchron system were leaking. Customer identified the leak as deionized water. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and observed intermittent leaking from the probes. The fse removed and replaced four wash collar vacuum valves, which resolved the issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).